Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump and low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed for the battery issue. Troubleshooting was performed for the damage and found the damage on battery tube side. Damage was not affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 18.0 received the lowbatteryalert (104) on 06/19/2025 13:23:00 faster than expected at 4.56 days. Battery cycle 13.0 received the lowbatteryalert (104) on 06/14/2025 17:22:01 faster than expected at 4.2 days. Battery cycle 12.0 received the lowbatteryalert (104) on 06/10/2025 09:29:00 faster than expected at 4.33 days. The customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. Moisture damage noted during visual inspection, isolate to electronic stack. The following cosmetic damages were noted: scratched case, cracked case (battery tube), cracked battery tube threads, cracked corner of belt clip rails, cracked keypad overlay, serial label damage (faded), and pillowing keypad overlay. In conclusion, battery power loss and charge/battery lasts less than expected was confirmed using the baat tool and moisture damage was found, isolate to electronic stack. Customer allegation of damage near battery tube was confirmed when cracked battery tube, cracked case, cracked battery thread, and cracked corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.